Manufacturer narrative:
Product event summary: performance data collected from the device was received, analyzed, and no anomalies were found.

Event description:
It was reported that during a device changeout procedure, an insulation breech of the left ventricular (lv) lead was noted. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead returned in segments, analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Analyst noted that according to the complaint of insulation breach indicated in the returned paper works and the finding during analysis, the insulation breach was caused at the time of the device changeout. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.